Event description:
A customer contacted beckman coulter inc., (bec) to report that the unicel dxc 800 pro synchron clinical system generated false low results for magnesium (mg), alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp), and lactate dehydrogenase (ld) on 8 patient samples. Uric acid result was suppressed (no results generated). One mg result was reported out of the lab. The samples were repeated on another dxc analyzer in the laboratory and those results were reported. The previously reported mg result was amended. Patient data is provided in attachment. No death or injury is connected to this event.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was not run after the event prior to troubleshooting. Working with hotline, the customer performed the cartridge chemistries (cc) probe cleaning and wash all cuvettes cleaning. Upon follow-up, the customer reported that this brought qc back into range and service was not initiated. The customer later called back and stated that qc had dropped out of range again. Since qc was out, no patient samples were run and no erroneous results were generated. Hotline had the customer replace the sample probe and syringe. This resolved the issue. As of (B)(4) 2012, there have been no further incidents reported by the customer. Failure mode of the event was the sample probe and/or syringe.